Event description:
It was reported that this pacemaker system exhibited high out of range (oor) pacing impedance measurements. Boston scientific technical services (ts) reviewed data from the device and explained that the right ventricular (rv) pacing impedance has been stable, with the exception of some oor impedance values. Additionally, several ventricular tachycardia episodes with possible myopotential noise oversensing were observed, but these did not result in asystole. Further investigation found that the device triggered a lead safety switch for the reported oor impedance values, and as a result, the configuration automatically changed from bipolar to unipolar configuration. The impedance trend showed isolated peaks in jumpy situations, going from normal to oor values. Ts indicated that this device does not feature the last enhanced header configuration, so the likelihood of pin fretting is higher, especially when employing competitor leads. Of note, the lead information for this case is unknown at this time. A troubleshooting guide was provided in order to assess system integrity, including pacing capabilities, patient maneuvers and x-ray imaging to identify potential microscopic damage and check header connection. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited high out of range (oor) pacing impedance measurements. Boston scientific technical services (ts) reviewed data from the device and explained that the right ventricular (rv) pacing impedance has been stable, with the exception of some oor impedance values. Additionally, several ventricular tachycardia episodes with possible myopotential noise oversensing were observed, but these did not result in asystole. Further investigation found that the device triggered a lead safety switch for the reported oor impedance values, and as a result, the configuration automatically changed from bipolar to unipolar configuration. The impedance trend showed isolated peaks in jumpy situations, going from normal to oor values. Ts indicated that this device does not feature the last enhanced header configuration, so the likelihood of pin fretting is higher, especially when employing competitor leads. Of note, the lead information for this case is unknown at this time. A troubleshooting guide was provided in order to assess system integrity, including pacing capabilities, patient maneuvers and x-ray imaging to identify potential microscopic damage and check header connection. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received indicating that the patient has not yet been re-evaluated and the facility is monitoring them. The implanted rv lead is a non-boston scientific product. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker system exhibited high out of range (oor) pacing impedance measurements. Boston scientific technical services (ts) reviewed data from the device and explained that the right ventricular (rv) pacing impedance has been stable, with the exception of some oor impedance values. Additionally, several ventricular tachycardia episodes with possible myopotential noise oversensing were observed, but these did not result in asystole. Further investigation found that the device triggered a lead safety switch for the reported oor impedance values, and as a result, the configuration automatically changed from bipolar to unipolar configuration. The impedance trend showed isolated peaks in jumpy situations, going from normal to oor values. Ts indicated that this device does not feature the last enhanced header configuration, so the likelihood of pin fretting is higher, especially when employing competitor leads. Of note, the lead information for this case is unknown at this time. A troubleshooting guide was provided in order to assess system integrity, including pacing capabilities, patient maneuvers and x-ray imaging to identify potential microscopic damage and check header connection. At this time, no further information is available. The device remains in service and no adverse patient effects have been reported. Additional information was received indicating that the patient has not yet been re-evaluated and the facility is monitoring them. The implanted rv lead is a non-boston scientific product. No adverse patient effects were reported. This device remains in service.